Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic strokes are a known complication associated with carotid artery stenting caused by an embolus (debris or blood clot), that forms elsewhere in the body and travels through the bloodstream to the brain. Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and, proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to the release of atheromatous material (lesion content) in the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. There is no evidence to suggest that this event is related to a manufacturing issue of defect of the device. Based on the information available, there are inherent procedural risks and, patient and vessel factors that may have contributed to this event. One of three reports submitted for the same event. Please reference MFR. Report #s: 1016427-2009-00149, 9616099-2009-00965

Event description:
A male patient was admitted for stenting of a 55% mildly calcified lesion left internal carotid artery. An angioguard was delivered without incident and two stents were placed (precise) successfully. Pre-dilation (3.5mm/10atm) and post-dilation (5.5mm/10atm) were performed with balloon catheter (brand unk). During the procedure, after the post-dilation was performed and the physician attempted to withdraw the balloon from the patient body, he developed a stroke with symptoms of aphasia and paralysis on his right side of the body. Cerebral infarction on the ipsilateral side was confirmed by MRI at the post procedure. There was no treatment given to the patient. The paralysis was resolved 2 days later, and aphasia resolved 1.5 months later. The patient is out of the hospital now. According to the physician, when withdrawing the balloon from the patient body, the balloon got hung up with the stent. He thinks this made the ag moved and led the stroke.